Event description:
The third-party supplier (varian) notified elekta that the customer ((B)(6), (B)(6) center, (B)(6), telephone:(B)(6), email: (B)(6)) reported that the gantry is not moving during arc treatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. This complaint was received via a third party (varian) that the customer reported that the gantry was not moving during arc treatment. It was ascertained that unfortunately, the customer no longer has the dicom plan that mosaiq sent to truebeam (third party product) and elekta is therefore unable to investigate. It is undetermined whether elekta's dicom plan was incorrect or the gantry was not moving during the arc treatment on truebeam. The customer confirmed that later the same day they tried sending and treating the same field in qa mode on the same machine and no issues were found. The gantry was moving and the dose was delivered correctly. With information provided by the third party it was ascertained that mosaiq recorded what had been delivered by truebeam. This would appear to be a one off occurrence and it has not been reproduced. Based on the information available, there was no actual mistreatment.